Event description:
It was reported that the procedure was to treat a lesion located in the left main/circumflex that was moderately calcified, with moderate angulation. After post-dilating a stent at 16 atmospheres using the 5.0x12 mm nc trek, the balloon would only partially deflate and significant resistance was felt during the attempt to retract the balloon catheter from the anatomy into the guiding catheter. Reportedly in order to remove the balloon all case accessory equipment (balloon, guide catheter, sheath, and then guide wire) had to be removed from the anatomy. There was no reported resistance during advancement of the trek balloon to the lesion. Re-entry of the vessel was obtained using a .035 wire, sheath and a catheter, and the status of the implanted stent was checked. Both the stent and patient were unaffected. There was no reported clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4): the device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Because it was reported that the nc trek was prepared for use in the guide catheter, it should be noted that the preparation for use section of nc trek global instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. The incorrect preparation does not appear to have contributed to the difficulty.